Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted to a (B)(6) year old child due to spinal meningocele via v-p shunt on (B)(6) 2019 with initial setting 4 and symptoms of vomiting appeared. In (B)(6) 2020, the setting was changed from 4 to 3 with no improvement. Therefore, the valve was replaced with a new one (hakim valve) on (B)(6) 2020.

Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records for lot 3441870 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes were noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, refux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions issues were noted.